Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had chipped on reservoir opening. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump had rainbow effect in sunlight that effects visibility and no delivery alarm while priming. The insulin pump will not be returned for analysis.